Manufacturer narrative:
The device was received and evaluated at the service center. The reported complaint that the device does not work anymore was confirmed. It was found that the distal tip, objective window, fiber, the device body and optics were damaged. The device also produced a bad image and the shaft of the device was found to be bent. The distal tip, objective window, shaft, fiber, body and damaged optics were replaced to correct the identified failures. The device was cleaned, repaired and found to be fully functional. User mishandling is one possible root cause for the damage to the above parts of the device. The damaged components would have resulted in the bad image produced by the device. A manufacturing record evaluation was performed for the finished device (serial number : (B)(4)), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. A manufacturing record evaluation was performed for the finished device (serial number : (B)(4)), and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported by the affiliate via phone that the hd epscp does not work anymore. It is unknown how the procedure was completed. This report is for one (1) hd epscp,4.0,30,175,cw_storz. This is report 1 of 1 for (B)(4).